Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer observed a message on the pump screen and the pump was subsequently unresponsive. The customer connected the pump to a power source and the pump turned on. The customer's blood glucose level was 234 mg/dl. During troubleshooting with tandem technical support, the customer was able to reload the existing cartridge and resumed insulin therapy.